Event description:
Unexpected product returned with note "lost an IV because of the leaking". The customer was contacted and stated that IV clotted because infusion was leaking at an unspecified location and not flowing into the pt. No pt harm occurred. No other event details were available.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the MFR.